Event description:
It was reported that the patient experienced that there was something wrong with the ams700 inflatable penile prosthesis (ipp) two weeks prior to the revision surgery. The ipp was explanted due to a puncture and ballooning of the left cylinder. A new ipp device consisting of 16cm x 9.5mm left cylinder was implanted. The patients condition was reported as no complications.

Manufacturer narrative:
Device analysis: puncture and ballooning were reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in the cylinder that was the result of fatigue at the rear tip. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced that there was something wrong with the ams700 inflatable penile prosthesis (ipp) two weeks prior to the revision surgery. The ipp was explanted due to a puncture and ballooning of the left cylinder. A new ipp device consisting of 16cm x 9.5mm left cylinder was implanted. The patients condition was reported as no complications.